Manufacturer narrative:
Attempts for product return and additional information requests were made. The unit has not been returned to allow an analysis to be performed. However, a data download from the device indicates that the patient's spo2 levels did not decrease below 98%, although it was reported the patient had desaturated into the "mid 80s." Masimo will continue to follow-up for additional information and the return of the device for evaluation. If any new information is obtained, a supplemental MDR will be submitted.

Event description:
It was reported there were inaccurate readings being displayed on the masimo device. The patient had been admitted to the medical ICU from an outside facility where the patient had suffered a pea arrest. On admission, the patient had initially been placed on full ventilator support. During that time, it was reported the patient was desaturating into mid 80s. An abg was drawn prior to making any ventilator changes and the results indicated that the patient was not hypoxic. There was no inappropriate medical intervention or treatment reported. There is also no indication of any patient impact or consequences as a result of the reported issue.